Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user facility was performing endoscopic retrograde cholangiopancreatograph using this endoscope and olympus sphincterome kd-401q-0725. The user was inserting the sphincterome into the scope, the sphincterome got stuck in the forceps elevator area of the scope. The forceps elevator was raised at that time, therefore the physician tried to lower it by manipulating the control lever, but the device didn't respond. The physician stopped the intended procedure and removed the scope and the sphincterome from the patient with difficulty. Before the event, the user facility observed the forceps elevator's delayed reaction to manipulating control lever. The patient has no complications related to this event so far and will come back to the hospital for another endoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Ofr inspected the device and the reported phenomenon was not duplicated. Furthermore, no irregularity was detected on the device. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ofr there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. The user facility inserted the sphincterotome (B)(4), while the cutting wire was tightly stretched, and the wire was caught by the forceps elevator.